Event description:
It was reported by svc report that side rails would not lock in the upper position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
C-clip came off latch assembly.